Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient had some bruising and swelling over the pump and the pump was replaced on (B)(6) 2020. The caller has no further history.